Event description:
It was reported that a cartridge alarm 20 occurred on two occasions. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was able to successfully load a cartridge and resume insulin therapy without further issues.